Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding fracture involving a triathlon patella component was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection of the returned patella component confirmed that the poly portion of the patella component was fractured. Material analysis on the component concluded that the patella insert fractured due to fatigue loading. The fracture origin was on the central portion of the articulating side of the patella insert. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: medical review was performed and indicates that a traumatic fall of a patient is not a normal condition but a patient-related adverse event causing overload in the bone surrounding the device and this represents the root cause of failure in this pi case causing in this case separation and fracture of the patellar polyethylene representing the indication for revision. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar events for this lot. Conclusions: based on the analysis of the returned component and medical review of the case, the investigation concluded that a traumatic fall of a patient is not a normal condition but a patient-related adverse event causing overload in the bone surrounding the device and this represents the root cause of failure in this pi case causing in this case separation and fracture of the patellar polyethylene representing the indication for revision.

Event description:
It was reported patient had revision of left knee. Status post fall in (B)(6), the patient complained of anterior knee pain. Doctor removed insert, and patella because the patella was broken.

Event description:
It was reported patient had revision of left knee. Status post fall in may, the patient complained of anterior knee pain. Doctor removed insert, and patella because the patella was broken.